Event description:
Report received from the USA stating that the device had a damaged neuro tip. The device was not being used during surgery. It is unknown if injury or medical intervention occurred. The date of the event is unknown. No additional information provided.

Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the reported complaint of damaged neuro-tip has been confirmed. It was determined that the cutter came into contact with the dura guard during use, causing the reported fracture. The attachment exhibited damage that was likely caused by a cutter that was not fully seated and secured into the motor. We recommend that the user review the craniotome assembly procedures contained in the anspach operating manual that direct the user to check the security of the cutting burr by pulling on cutting bur shaft before placing the attachment onto the motor. If additional information is received, a supplemental report will be sent. (B)(4).